Event description:
A few days after treatment with cosmoplast the patient reported redness and numbness at one of the treatment sites. When the physician and the nurse saw the patient, they reported that the numbness had resolved, but the erythema along with outbreak were observed at the treatment site. Physician prescribed oral valtrex and cipro.